Event description:
The MFR received info from a third party service ctr alleging a ventilator failed a step during testing. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service ctr, debris was observed in the device's flow sensor assembly. The debris was removed from the device's flow sensor assembly to address the issue.